Manufacturer narrative:
Baxter medical director assessment: 2007. Medra terms: postoperative air leak, alveolar air leak (aal), leak reoccurrence, and lack of efficacy. This is one of nineteen case reported from an investigator driven, controlled randomized, prospective, single-center study comparing sealing of staple/suture lines to the standard of care (staples of sutures only). In this study coseal is used to enforce the staple/suture lines in lung resection procedures, an indication not covered by the ce mark. The presence of an airtight seal is confirmed with a second intraoperative water submersion test (first application of coseal). This study was performed, based on the positive trends in regards to sealing of staple/suture lines, published by venuta et al. In 2006 (venuta f, diso d, de giacomo t, anile m, redina ea, coloni gf (2006). Use of a polymeric sealant to reduce air leaks after lobectomy. J thorac cardiovasc surg, 132(2), 422-423). In cases in which intraoperative sealing was achieved the reoccurrence of an air leak is potentially caused, either due to detachment of the sealing peg gel from the host tissue, or - more likely- by a disruption of the continuity/integrity of the applied surgical sealant film, due to an early break down of the gel. The incidence of alveolar air leaks (aal) in the literature is reported to be 60% in case of the use of staples/sutures alone (without the use of an adjunctive sealant), and the incidence of persistent alveolar air leaks (paal), when staples/sutures are used alone, is reported in the literature to be 15-20%. From a recent clinical expert report that includes both the clinical and post marketing experience with coseal in lung resection procedures (baxter, data on file) we cannot yet identify a safety signal since the reported incidences are well below the literature incidences for aal. Whether these reported cases represent a safety signal can only be evaluated based on the statistical analysis of the complete clinical data of all the pts randomized and included in this study, (data collection and analysis is ongoing) and also taking into account the already existing and ongoing clinical experience. An evaluation through a safety advisory board of all the available clinical and safety data on the use of coseal to enforce staples/sutures lines in lung resection surgery, with a special emphasis on reoccurrence of leaks after initial successful intraoperative sealing, including the data from a parallel, similar prospective, controlled, randomized study ongoing in the ut, as well as the findings of an open clinical study performed by angiotech, and a baxter sponsored observational study with the same indication (air leaks in lung resection surgery) is planned as soon as data analysis has been completed which is expected by the end of the year. Md, phd. Sr. Medical advisor ta biosurgery. Department of medical education & surgical safety, global clinical r&d. As the purpose of this eval will be conducted to determine if this new indication is approved for this product, no further info or investigation into this case is required.

Event description:
Study: a prospective, randomized, controlled study to assess the effectiveness of coseal to seal air leaks in lung surgery. Pt does not smoke and does not have chronic obstructive pulmonary disease. Preoperative fev1 and % predicted fev1 was normal. Date of surgery: in 2006, lll lobectomy performed and 4ml of coseal was applied. The second airtightness lung test showed no leak. 2 drains were used. Post-op visit: the following day. An air leak was present that lasted 12 hours. 24 hours of chest tube drainage with 3230 ml collected. Post-op visit: the next day. An air leak was present that lasted 36 hours. 48 hours of chest tube drainage with 390ml collected. Was discharged from the hospital ten days later.